Manufacturer narrative:
The importer reported on a second-degree burn following the harmony xl pro treatment. Insufficient information was provided, therefore we are filling this report in good faith.

Event description:
It was reported about a second-degree burn following the harmony xl pro treatment.

Event description:
It was reported about a second-degree burn following the harmony xl pro treatment.